Event description:
No additional information.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector connected to a vial was provided to our quality team for investigation. Through visual inspection, a leak between the protector and vial was observed. Upon further evaluation, it was noted the protector needle penetrated the vial stopper off center. The protector was reconnected using the assembly fixture and functional testing was performed again, no leakage outside of the system was observed. The vial cap was measured on the returned product, the height measuring 5.90mm, which is below the standard for this vial which should be 8mm. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on our investigation, we are not able to identify a root cause related to the manufacturing process at this time. It was identified the protector was not properly attached and that the vial size was not compatible with the protector used which can result in an insecure connection between the protector and vial and lead to leaks such as the one reported. The m12 assembly fixture is recommended to ease the connection of the protector to the vial and must be used in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that the protector was attached to the keytruder, air was loaded into the vial and then withdrawn for implementation. During this process, the drug leaked between the vial and the protector.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.